Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca contacted the patient on (B)(6) 2018, with follow-up questions. The patient reported that the meter would not turn on at 10pm on (B)(6) 2018. It could not be established what medications, if any, the patient takes to manage her diabetes and she stated that she had followed her usual diabetes management routine. She reported that ¿at the same time¿ as the alleged power issue, she developed ¿shaking of hands¿. She denied receiving any treatment for her symptom above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. When the power button was pressed, the meter turned on. The patient reported that she had thrown the test strip vial away; however, the cca established that the patient had been storing the test strips incorrectly in the fridge. Education on the correct test strip storage was provided. The patient did not have new test strips to insert into the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Shaking of hands, at the time that she was unable to turn on the meter.